Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Sometime post procedure, the pt returned and vaginal dehiscence of the sling material was noted. The sling was removed without incident. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site...loss of fixation and/or visualization of implanted graft materials."

Manufacturer narrative:
Further info obtained after the initial medwatch was filed revealed this sling was placed on 8/29/1997. On 9/17/1997, the pt returned for a follow up exam and vaginal discharge and urgency was noted. Cultures were positive for beta strap and staph. The pt was placed on antibiotics. Follow up revealed this pt had a prior condition of hypertension and diabetes. These factors may have contributed to this event, however, co cannot determine the exact cause. Directions for use outline as potential complications: "the risks associated withe procedures that require placement of a bone anchor can be greater in pts with chronic conditions such as diabetes or obesity and those on medications such as corticosteroids." F11. Date intial medwach forwarded.